Event description:
Critical mva victim. High intracranial pressure. Ventilator in facility as part of clinical trial to select new transport ventilator. Decision was made to use this ventilator for transport to CT because of ventilator capability to support pt. During transport from CT back to picu, ventilator was in power save mode. Rt pushed button to display screen numbers. Numbers were displayed, ventilator beeped and shut down with blank screen. Pt immediately manually ventilated, and taken to picu where resuscitation efforts continued for approx 45 mins. Failure of the ventilator may have contributed to the death of the pt.